Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit, on behalf of the sns, that includes this safety syringe. Haiou medical manufactures the syringe that was included in the kit. We have notified (B)(6) for awareness.

Event description:
The customer reported haiou needles have become disconnected from syringe at hub multiple times. No information was received regarding any serious injury as a result of this product malfunction.